Event description:
During implantation surgery via v-p shunt on (B)(6) 2013, it was noted the ventricular catheter broken. Another product was used to complete the case. There were no adverse consequences to the patient. (B)(4) - thank you for your inquiry. As of today, no delay greater than 30min was reported. (B)(4) 2014 based on the new matrix that went into effect on (B)(4) 2013, this type of event is considered to be a reportable event classified as a malfunction.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the catheter was cut. This could be due to the catheter coming in contact with a sharp or pointed object during implant or explant however this could not be confirmed. As noted in the IFU, catheters have a low cut and tear resistance. Review of the device history records confirmed the valve conformed to the specifications when released to stock. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.